Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the purge solution was dripping from the connection on white power cord and the purge filter component. No purge alarms or pressure changes were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data: d1 brand name updated/corrected. Investigation summary: fluid leak - sidearm: the cause of the purge leak - sidearm was not determined due to no product returned and insufficient clinical details.